Event description:
It was reported that a propofol infusion was programmed and the pump was placed in standby mode at 10:30 am. The nurse observed that at 3:00 pm the pump remained in standby mode. However, at 4:00 pm the pump was delivering the programmed infusion. It was reported that the infusion started without user input. The customer also stated that no pt injury occurred.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure with the unit passing. Review of the history log shows that at approx 2 hours prior to the reported time of discovery, five selections were recorded as user input. The pump entered sleep mode, exited sleep mode, "no" was selected for new pt, "run" was selected and flow confirmation was confirmed. The history log cannot provide evidence of any pump selections without user input.